Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough evaluation of the device was performed. Visual inspection did not reveal any anomalies. Review of device memory confirmed the clinically reported codes. Erratic battery voltage measurements were also noted. The device case was opened and a crack on the battery fuse was found. Laboratory analysis concluded the reported clinical observations were due to a cracked solder joint on the battery fuse.

Manufacturer narrative:
UDI = (B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was lost to follow-up. The device had emitted beeping tones and difficulty was experienced interrogating the device. The device was able to be successfully interrogated following troubleshooting. A patient data code and a code indicating a memory anomaly were observed upon interrogation. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.